Event description:
The lay user/patient contacted lifescan in 2008 and alleged that she had a peeling strip issue with her one touch ultra test strips. The patient reported that the alleged issue first occurred on the day before (time not specified). The patient stated that the strips were "peeling" and "glossy." As a result of the reported issue, she allegedly took a usual dose of her diabetes medication (lantus insulin 12.5 units). She also reported experiencing symptoms of headache and frequent urination after the reported issue. The patient claimed, she tested on her backup meter and obtained a result of 448 mg/dl. She did not receive any medical attention. At the time of troubleshooting, it was verified that the peeling occurred after inserting the test strip into the meter. The patient was using the correct technique to insert the test strip. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hyperglycemia after the reported issue began. It is not clear if the patient was able to obtain a result with the subject strips after the reported issue or why she tested on her backup meter. Her symptoms reportedly correlated with her backup meter's result. The alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.